Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that while monitoring patients, the xhibit central stations (xcs) displays went black. There was no report of patient or user harm associated with the event. Technical support assisted the customer in troubleshooting the loss of displays and while troubleshooting, the customer stated that they had touched some buttons and the issue was resolved. It was unclear as to which buttons were pressed. While the reported problem was confirmed as resolved by the customer, the cause of failure is unknown.